Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision, trouble focusing and myopic result. The physician explained presence of stable and trace epiretinal membrane (erm). The patient elected to proceed with an iol exchange for a different model iol. Additional information has been requested.